Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection/double stapling. According to the reporter: the approximating lever was a little stiff, but jaws could be closed and retaining pin was set properly. Head of device was angled. When squeezed handle, strange sound came from device and jaws would not open after that. Approximation lever was moved up and down, but jaws would not move. Loosened jaw lock mechanism, and finally device could be removed from tissue. However, stapling was incomplete and some staples were unformed. Since firing was done at very low position and additional resection was impossible, the incomplete part was sutured manually. Procedure was converted from dst to single stapling. Tissue was almost torn when unformed staples were removed before suturing. There was oozing and tissue damage. Nothing fell into cavity. Operating room time was extended more than 30 minutes. Patient is under observation.